Event description:
It was reported that "the dilator tip was found cracked when the user attempted to use it during the procedure. Therefore, another dilator from a new kit was used to complete the procedure. No injury to the patient occurred." There was no medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It was reported that the dilator tip was damaged. One psi kit tray containing two dilators and one sheath was returned for evaluation. One dilator was evaluated as part of this complaint. Visual inspection of the returned sample identified signs of use. The distal tip of the dilator was observed to be split and folded. Microscopic examination confirmed the damage and revealed associated stress markings. Dimensional inspection was performed, and all measurable parameters, including overall length and proximal inner diameter and outer diameter, were found to be within specification limits. The distal inner diameter could not be accurately measured due to the observed damage. Functional testing was conducted by advancing a guidewire through the dilator from both distal and proximal ends. The guidewire passed through the lumen without resistance. A device history record (DHR) review was conducted for the relevant materials and batches. No manufacturing or quality-related issues were identified. A review of product drawings and instructions for use (IFU) identified warnings regarding the application of excessive force during use, as this may result in component damage. The reported failure was confirmed based on the condition of the returned sample. However, the root cause could not be determined. F urther investigation has been initiated within the teleflex quality system to better understand this observation. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "the dilator tip was found cracked when the user attempted to use it during the procedure. Therefore, another dilator from a new kit was used to complete the procedure. No injury to the patient occurred." There was no medical intervention required. The patient's current condition is reported as "fine".